Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that "the swg rubs against the needle and gets damaged. Need to force to remove it with risk of arterial lesion. The swg unravelled and cannot be used. The clinical consequence was an inguinal hematoma on the femoral artery. The device was replaced, and the insertion site was changed to resolve the issue. The condition of the ptient is reported to be 'fine'. This issue was observed on several devices, though without any clinical consequences for the patients". The associated emdr report numbers are 3006425876-2025-00142.

Event description:
It was reported that "the swg rubs against the needle and gets damaged. Need to force to remove it with risk of arterial lesion. The swg unravelled and cannot be used. The clinical consequence was an inguinal hematoma on the femoral artery. The device was replaced, and the insertion site was changed to resolve the issue. The condition of the ptient is reported to be 'fine'. This issue was observed on several devices, though without any clinical consequences for the patients". The associated emdr report numbers are 3006425876-2025-00142 and 3006425876-2025-00141.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.